Manufacturer narrative:
On (B)(6) 2017, the customer reported that the blood glucose level had decreased and was "fine". The customer did not require further assistance. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had ongoing high blood glucose (bg) levels (388-423 mg/dl) and a correction bolus via the pump was delivered to address the high bg. The customer thought that the high bg was related to the need to adjust the pump settings and allergies. A pump system check was performed and no device issues were identified. Tandem technical support advised the customer to discuss the high bg event with a healthcare provider.